Event description:
It was reported by service report that the head end lift won't go down. No pt involvement or adverse consequences are reported.

Event description:
Boston scientific ((B)(4)) received information that this implantable cardioverter defibrillator (ICD) administered a shock while the patient was riding in a speedboat that was going extremely fast. The patient was holding a metal handle while hanging on. The electrogram displayed noise that was oversensed as ventricular fibrillation. The noise appeared to be electromagnetic interference (emi).

Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The surgeon retrieved it at once with the forceps through the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional device returned: the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad is no longer attached to the clamp arm, further functionally testing could not be performed.

Manufacturer narrative:
(B)(4). Added additional information. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. A possible causes of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. The broken blade is not related to the reported issue of the detached tissue pad.